Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead was returned in two pieces. The proximal end of the lead was abraded as a result of clavicular crush.

Event description:
It was reported that the lead exhibited impedance greater than 2000 ohms and exit block was noted.